Event description:
The facilities maintenance person(s) was repairing a disconnected hose on the washer. Pt was inside the washer. The unit was turned on (test?) Resulting in spraying hot water onto pt, and causing burns to the face and chest of pt. Pt received medical attention and was released on medical leave for four days.